Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery and motor error alarms. The customer also mentioned being hospitalized for high blood glucose level of 400 mg/dl. Motor error troubleshooting was performed. The drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind but the history contained more than one motor error in the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery concluded that there may be possible site related issue or site/set occlusion. Details of hospitalization explained that the customer was admitted on (B)(6) 2017 and was wearing the insulin pump the admittance. There was no indication of the insulin pump returning.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected alarm error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and the dat test at 0.08750 inches. No motor error alarm noted. The motor was tested outside of the pump and passed. Unit was unable to prime during prime test due to faulty force sensor resistor . Unable to confirm unexpected no delivery alarm due to prime anomaly. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had intermittent button response on the act button due to flattened dome switch (creased). Unit had minor scratched display window, cracked reservoir tube lip, a stained end cap sticker and cracked battery tube threads.